Event description:
It was reported that during a liver resection procedure, the tip of the active blade broke off. The tip was retrieved and discarded. The procedure was completed by using a product with a different product code. There was no patient consequence.